Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving excessive "no delivery, disconnect" alarms and rewind alarms. Customer's blood glucose was 600 mg/dl which was treated with manual injections. Customer also reported that battery cap was stripped and requested that battery cap be replaced. Customer reported that neither battery compartment nor spring were damaged or corroded. Battery cap would be replaced as customer did not have a new battery for testing. Customer called back to continue troubleshooting after receiving battery cap. After inserting new battery and battery cap, customer reported that insulin pump alarmed. Customer reported that battery was out greater than duration allowed. Customer was advised that this was normal and to monitor insulin pump.